Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record has been completed. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard health received a report from (B)(6), stating that during an enteral feeding procedure three sutures broke. No additional information was provided in regards to the patient's status and the outcome of the procedure. Additional information has been requested but not yet received.